Event description:
It is reported that when the surgeon attempted to insert straight stem in 2008, he was not able to insert, since straight stem interfered in the cortical bone.

Manufacturer narrative:
This report will be amended, when our investigation is complete.